Event description:
It was reported that an electrogram problem was reported and loss of telemetry was observed on the magnet strip. Concerns of loss of capture were expressed and the clinician expressed frustration regarding the ability to determine capture using the remote monitoring system as opposed to transtelephonic monitoring. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.